Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lower case, two side bail covers, and battery drawer were also found to be broken, battery contacts compressed, ring bent, and keyboard pad scratched and pitted.

Event description:
It was reported that when the biomed powered the device on, it immediately shut off. There was no patient involvement.